Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use instructs the user to: retract the dc handle such that the clip has separated at least 1cm from the dc tip and secure the fastener after the clip is deployed. All available information was investigated and the reported slda appears to be related to user error. The reported tissue damage appears to be a result of procedural conditions and due to the dc shaft tip contacting the posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the leaflet tear and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first clip was deployed; however, the handle of the delivery catheter (dc) was inadvertently advanced instead of retracted. A change in hemodynamics was noted and it was suspected that the tip of the dc hit the leaflet. A posterior leaflet tear was noted and a slda occurred. The posterior leaflet was no longer in the clip. A second mitraclip was deployed to stabilize the first clip with some reduction in mr. A third clip was deployed to further reduce the mr to grade 1-2. No additional information was provided.